Manufacturer narrative:
Findings: pump passed displacement test and self-test. Unit was monitored and functioning properly. No a39 alarm during testing. No black dot found. Unit received with minor scratched display window. Unit received cracked case at display window corner. Unit received with cracked battery tube threads. Unit received with cracked reservoir tube lip.

Event description:
The customer reported via phone call indicating that the insulin pump alarm a39. Customer's blood glucose was 142 mg/dl. The customer stated that unable to check alarm history due to being unable to rewind/prime pump. Customer stated alarm occurred during the rewind/prime sequence. The customer was unable to continue troubleshooting as the device will not allow the rewind/prime sequence to be completed. The customer was advised to revert to backup plan and the device would be replaced.